Event description:
It was reported the stretcher allegedly failed to engage with the ambulance safety hook and the patient fell off the stretcher resulting in an abrasion to their head and left arm. The patient was transported to the ER for further evaluation. No further details of the incident were provided.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation at the customer's location. The stretcher was cycle tested and the reported issue could not be duplicated. All hardware and spings in the safety bail assembly were present, tight and functioning as intended. No repairs were required and the stretcher was returned to service.

Event description:
It was reported the stretcher allegedly failed to engage with the ambulance safety hook and the patient fell off the stretcher resulting in an abrasion to their head and left arm. The patient was transported to the ER for further evaluation. No further details of the incident were provided.